Manufacturer narrative:
Device evaluation details: the device evaluation has been completed. The device was visually inspected, and it was found in good conditions, a second closer inspection was performed and it was found a hole at the pebax and reddish material inside it. Then sensor functionality was tested on carto and the catheter failed, error 105 and 106 were observed. A failure analysis was performed, the catheter was dissected and the sensor values were found within specifications, with this information, the failure can be attributed to a potential pc board failure. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer complaint was confirmed. The root cause of the pc board failure cannot be determined. The root cause of the damage on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(6). Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a supraventricular tachycardia (svt) ablation procedure with a thermocool® smart touch¿ electrophysiology catheter for which biosense webster¿s product analysis lab identified a hole on the pebax. It was initially reported by the customer that during the procedure error code '87' was displayed. The second catheter was used to complete the operation. There was no report on adverse event on patient. On 3/12/2020, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual inspection found a reddish material inside the pebax sleeve. No internal parts exposed. These findings were reviewed and determined to be not MDR reportable since the integrity of the device was not compromised. On 3/19/202, during a second visual inspection, upon closer look, a hole was found in the pebax and a reddish material inside it. These findings were reviewed and determined the hole in the pebax is a reportable MDR malfunction since the integrity of the device is not maintained. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction through visual analysis on 3/19/2020 and reassessed this complaint as MDR reportable.